Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the glass tube broke when removing the lid. The following information was provided by the initial reporter: it was reported that the tubing broke when the scrub tech was removing the lid.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the glass tube broke when removing the lid. The following information was provided by the initial reporter, "it was reported that the tubing broke when the scrub tech was removing the lid."